Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5076 lead, implanted: (B)(6) 2007; 5071 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was later reported that the device was programmed with high outputs and the device had ran out early. The device was explanted and replaced. No patient complications have been reported as a result of this event.